Event description:
It was reported that during a laparoscopic procedure, a clip protruded from the shaft during clipping and had a malformed clip. The device jaws reportedly locked onto tissue and were removed from the tissue together with the trocar. The trocar at the surgical site was removed and replaced with a new trocar, and tissue damage at the surgical site was reported during the trocar replacement, the tissue damage was reported as non-permanent. A new trocar and clip applier were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.